Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97792, lot# n684053, implanted: (B)(6) 2017, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the patient¿s incision site opened at the anchor site. It was not infected and the health care provider (hcp) closed the site again in the operating room (or). The intervention taken was confirmed to have included surgical intervention. The patient never lost therapy and the wound was confirmed to be closed. The issue was resolved. No further complications were reported.